Event description:
It was reported that the patient experienced weakness. A day after a pulse field ablation (pfa) procedure using a farawave catheter the patient experienced weakness. The patient was hospitalized, though it is unknown if any medical intervention was performed. The patient fully recovered and was discharged from the hospital.

Manufacturer narrative:
Investigation summary: based on the available information, although no product has been returned due to disposal, we have determined that the weakness is a known inherent risk with use of this product. Device history record review: a ship history review was performed to identify the most probable lot numbers for the device involved. The manufacturing batch record review confirmed that the probable lots met all material, assembly, and performance specifications. Device technical analysis: it was indicated the device was disposed of; therefore, a technical analysis of the complaint device could not be completed. Labeling review: review of the instructions for use confirmed that weakness is addressed as a potential procedural complication when using the farawave catheter. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review performed for the farawave catheter device confirmed that the event of weakness is a known event defined in the product's risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Product risk benefit includes consideration of risk severity and rate, and the overall residual risk of the farawave catheter device is acceptable. Investigation conclusion: based on the information provided, the reported event of weakness is a known inherent risk of the farawave catheter. As stated by the instructions for use, "potential adverse events associated with use of the farawave catheter includes, but are not limited to: injury due to embolism." Weakness is considered within the risk threshold for embolism for the device. There were no indications that the device was used outside the bounds of labeled/indicated use or evidence of a product performance related issue. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available because the device was discarded and lot number was not available from the customer/account. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. When any further relevant information is obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available because the device was discarded and lot number was not available from the customer/account. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
It was reported that the patient experienced weakness. A day after a pulse field ablation (pfa) procedure using a farawave catheter the patient experienced weakness. The patient was hospitalized, though it is unknown if any medical intervention was performed. The patient fully recovered and was discharged from the hospital.